Event description:
The customer reported he was hospitalized for low blood glucose levels. The customer stated that he had his infusion set attached to his body when he primed the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.